Event description:
Additional information was received from the rep. It was reported that the physician performed the complete spinal cord stimulator replacement, the ins and lead, on (B)(6) 2021.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, serial# unknown, explanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the serial numbers of the leads were unknown. Revision was planned for (B)(6) 2021 to change the leads and ins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that since the final implant was made on (B)(6) 2021, the patient reported that the battery needed to be recharged several times a day, at least two. The rep lowered all the parameters and changed the electrode using one with lower impedance, but the problem persisted. As an example, it was noted that if the patient charged in the evening, in the morning it would already be at 30%. A data report was provided from the patient being seen on (B)(6) 2021. At that check, the rep changed the parameters be decreasing the frequency and modifying the cathode. They left high pulse width, 140 microseconds by 150 microseconds, to allow to use little intensity. It was noted that the recharge interval was higher than calculated and that the patient was in out of regulation (oor). Analysis of the data report did not detect any battery dysfunction. Additional information received from the manufacturing representative reported that the cause of the frequent charging was the oor. Troubleshooting steps did not resolve the issue. Further actions included changing the programs and seeing the patient in a month. Additional information received reported that the patient still had the same problem with the recharge frequency. The x-ray revealed a lead kink that probably caused the oor. The physician planned to do a lead revision on (B)(6) but was in doubt about the ins performance. It was noted from the report that the impedances were within range and the coupling was very good. It was noted that the kink was visible from the x-ray but was not impacting the integrity of the system. It was noted that the recharge frequency may be related to the high stimulation settings and not to the lead kink because of the high stimulation value it was possible that the device may need to be charged everyday. Additional information received reported that the patient charged twice a day. The battery goes from 100 percent to depletion in 8 hours and this was independent of the amplitude of stimulation, they tried to lower the ma and it did not change the charging times. The manufacturing representative questioned the device about energy and it gave them 1.5 days not 8 hours so they did not think it worked as it should. The device provided 100 percent pain relief and did not report any shocking sensation. The oor was gone but they don¿t use over 7 ma of amplitude. Since there could be a problem with the electrode due to kinking there would be a revision on (B)(6) 2021.